Event description:
As a result of ongoing pain associated with arthritic conditions, an attempt to relieve the pain in her right knee. In (B)(6) of 2016, (B)(6) medical ctr initiated various treatments (shots in her knee) identified by ra number-(B)(6) / primary provider (B)(6), after many months of treatments there was no noticeable improvement.

Event description:
Add'l info received from reporter on 08/12/2019 for mw5088906: in the ongoing chronic pain, after many attempts to remedy the pain associated with the arthritic conditions in the right knee. A decision was made to correct the knee with a total implant. A decision was made to implant the zimmer persona knee implant system without informing the pt about the recall history of this device. On (B)(6) 2018 this defective device was implanted with full knowledge of the arthritic condition of the knee, diabetic and hypertensive conditions of the pt. The current status of this defective is ongoing pain, swelling of the knee, knee get cold and hot continually and is now suffering from inflammation in the knee and is in high risk of blood clotting because of her medical condition. I am requesting the FDA, because of the recall history of this product and the class iii device be required to have premarket approval by the MFR, under the high risk to pts with certain medical conditions. We are currently waiting to get a date to have the revision done because of the recommendation of two knee specialists and the ongoing high risk associated with the early failure of the device.